Event description:
Patient called to report a product issue with her blood pressure monitor that connects to her (B)(6). Patient stated for about the last 5 months she's been experiencing connection problems where the device isn't connecting to the app, and she is unable to monitor her blood pressure.